Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Upon visual inspection no crack or other defects were noted. The returned set was tested for leakage per specification with failing results. Leakage was noted through the air vent holes of the 0.2 micron air eliminating filter. The defect of leakage was able to be confirmed through physical testing. Further examination by the manufacturer noted that the vent membrane was wetted out. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. While we are unable to determine the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: there was a crack on the filter of the extension set causing chemo to leak during use. Chemotherapy being infused was etoposide, doxorubicin, and vincristine.